Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
The patient indicated that he was experiencing "voice cord paralysis." The patient followed up stating that he was diagnosed with vocal cord paralysis and that his device has not been turned on yet. Follow-up with the patient's physician indicated that the patient experienced "some vocal cord paralysis related to his implantation surgery." No malfunction of the vns device was reported.